Manufacturer narrative:
Event date: exact date unknown, event occurred 4-5 months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5089534.

Event description:
It was reported that the patient was experiencing loss and inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced and a new lead was added for additional coverage. The patient was doing well postoperatively and the explanted leads will not be returned as they were discarded by the medical facility.